Event description:
No additional information received from the customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3; h2; h6 and h11 the device was not returned to olympus for inspection. However, the customer called olympus technical assistance support (tac). Tac offered to provide remote troubleshooting and was informed that the issue has already been resolved. A root cause could not be identified. Based on the results of the investigation, based on the results of the investigation, the most probable cause was not determined. Troubleshooting was not needed to resolve the reported allegation and could not be confirmed based on the information. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had no image during installation. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.